Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure, low minute ventilation, check circuit and ventilator failed to deliver airflow. The patient had a change in their level of consciousness. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route which made it impossible to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section b1, b2 and h1 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure, low minute ventilation, check circuit and ventilator failed to deliver airflow. The patient had a change in their level of consciousness. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route which made it impossible to deliver airflow properly and caused the issue. The inlet air path assembly needs to be replaced to address the issue.